Event description:
During a coronary artery drug eluting stenting treatment procedure, a balloon tear was noticed. The lesion being treated was severely calcified, 95% stenotic lesion in a severely tortuous distal left anterior descending artery (lad). The lesion was predilated with a 1.5 x 20 mm maverick balloon. The physician then deployed the taxus express2 3.0 x 24 mm drug eluting stent at 12 and 18 atms. However, a balloon tear was noticed and the entire delivery device was removed without complication. No patient injuries or complications were reported. The procedure was successfully completed using another taxus express2 3.0 x 24 mm drug eluting stent. Patient status is reported as "satisfactory/good."